Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the inner cannula was sticking or wouldn't move freely. There was no patient involved in the event and no further complications reported regarding the event.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H3: product analysis of part# nav3606006 lot# nm20f049 visual and optical inspection revealed the spring-loaded catch has been worn and bent from repeated use. Functional inspection confirmed the guide shaft was hanging on the catch during use. This type of wear is from repeated use. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.